Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted lap nephrectomy procedure that the devices jaws stuck together. Surgeon pushed firing trigger open. Clips looked like a "c" or pear shaped. No adverse pt consequence. Case completed with another device of the same product code.